Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned for inspection, and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the air water-cylinder and the tube had foreign objects. Based on the results of the investigation, a definitive root cause could not be identified. The most likely cause is due to damage on the charge couple device unit, component failure due to stress of repeated use, external factors, or handling. The root cause of the foreign objects is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the colonovideoscope experienced interferences on the image during a diagnostic colonoscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.